Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its station was slow. The customer reported that issue affecting the workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow. A field service engineer (fse) logged into remote smart service (rss) and confirmed that the rss agent was listed under programs and features. Rss 4.12 agent and component manager were installed, along with eset 11. The station was rebooted, and customer successfully logged in while nurses accessed the my patients section. Customer login, load, and refill functions were tested and worked as expected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its station was slow. The customer reported that issue affecting the workflow. There were no adverse events or injuries reported based on this event